Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Mdt rep called after getting a call from the pt who reports that their controller will not power on and will not charge their ins. Pt was brought on the call and reports that their ins depleted yesterday and they initiated a recharging session last night and then fell asleep. Pt reports when they woke up this morning the controller would not power on. Pt reports that they plugged their controller into the ac power cord and tried 2 different outlets which both showed the green light on the outlet box, but it would not power on. Tss advised pt to plug controller into ac power cord without the li bp, at which time the it powered on. Pt reports that upon putting the li bp back into the controller, the green light on the controller began to flash, but the screen showed no device found. Pt then plugged in their recharger and entered passive recharge mode stating it said '86' on the bottom and to wait 10 minutes. Pt reports they will continue charging until normal recharge screen is seen, and will call ps or mdt rep back if this is not achieved or if further troubleshooting is needed.

Manufacturer narrative:
Continuation of d10: product ID 97745. Serial# unknown. Product type: programmer. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.